Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test failure cod 52. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Update fields -b4, d9, e1(event site postal code - 110063, event site state - 30), g3, g6, h2, h3, h4, h6, (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) checked the machine and found machine giving alarm electrical test fails code #52. Then reset the connections of front pcb and again checked but problem remains same.then performed shuttle, atmospheric and drive transducer calibration on front end pcb. Now checked and found no alarm is coming now. Performed all clinical tests. All tests passed. Observed the machine on system trainer for more than 1 hour. Working working ok. Equipment handover to customer in good working condition.